Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the infusion set cannula was curled over, and patient faced an insulin flow blocked alarm which led to high blood glucose level of 528 mg/dl. The customer addressed the high blood glucose by correction bolus via pump. The customer has ketones. No further information available.